Event description:
Per the clinic, open circuits were noted on 12 electrodes. The implanted device remains. It is unknown if there are plans to explant the device and re-implant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Manufacturer narrative:
Per the clinic, now there are plans to explant the device and to reimplant the patient with a new device on (B)(6) 2026 (specific date not reported) due to open circuit issue; however, this has not occurred as of the date of this report.